Event description:
It was reported that when the lens was implanted the physician noted small vacuoles present in the lens. The physician had removed the lens within the same procedure by ''chopping up and removing from the capsular bag.'' An incision enlargement was performed. A new lens was implanted. The explanted lens was discarded by the customer. No further information was provided.

Manufacturer narrative:
Age at time of event or date of birth: unknown sex/gender: unknown. (B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance. No deviation or non-conformance (ncr) was generated related to the designated complaint types. A review of the process manufacturing instructions in our change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.